Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "most of the sutures from this box had this problem". Please confirm the number of sutures in which the issue of "the needle letting go of. The suture" occurred during this procedure. Unknown. What is the procedure name and date? Unknow. Sutures have not arrived yet. Events reported via: 2210968-2023-10039.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, while knotting, the needle letting go of the suture. No adverse patient consequences were reported. Additional information was requested.